Manufacturer narrative:
Follow up 13-jun-2016: legal claim was received from lawyer on behalf of plaintiff. The post-procedure period has been marked increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, chronic back pain, abdominal pain, abdominal bloating, pain during intercourse, and chronic fatigue. She has never experienced any of these conditions prior to undergoing the essure procedure. She subsequently sought treatment for her symptoms from multiple physicians but was unable to resolve her symptoms. In or around (B)(6) 2016, she learned she was pregnant and was required to terminate the pregnancy. In or around (B)(6) 2016, plaintiff underwent diagnostic imaging in an effort to determine the cause of her pain and the location of her coils. At that time, she was advised that her essure coils could not be visualized. Company causality comment: this medically confirmed, spontaneous case report refers to a(B)(6) female patient who became pregnant after essure (fallopian tube occlusion insert) insertion. The pregnancy was terminated. After this procedure, the patient was told she had only one essure device and not two essure devices. According to follow up information, the patient had the both tubes removed and woke up completely pain free. These events are listed in essure's reference safety information. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance which included failure to return for the essure confirmation test. In this particular case, the patient did not have the confirmation test. Additionally, she had only one essure device (unclear if device was dislocated or if only one essure was placed). This event in association with patient's noncompliance could be alternative explanations for the essure failure (pregnancy). However, since the exact mechanism of the events is unknown, causality with the suspect insert cannot be excluded. Considering pain / severe pain / chronic pelvic pain may occur with essure use and the fact that she recovered from the event soon after the devices removal (positive dechallenge), causality with suspect insert cannot be excluded. This case was regarded as incident, since a surgical intervention was required. Based on the available information no product quality defect was confirmed. Further information will be obtained through the litigation process.

Event description:
This is a spontaneous case report received from a physician in united states on 31-mar-2016 and refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2012 for permanent sterilization. Hsg (hysterosalpingogram) test was not done. Patient became pregnant with essure and the pregnancy was terminated on (B)(6) 2016. At the facility that terminated pregnancy, patient was told she has only one essure device and not two essure devices. Md (medical doctor) is planning to remove her tubes. Doctor seeking information on how to move forward and remove her fallopian tubes. Follow up 04-apr-2016: physician's contact information was updated. No additional information was provided. Follow up 05-apr-2016 and 06-apr-2016: follow up information was received from physician and from patient. Physician reported only one device seen on ultrasound. Patient decided to have tubes removed on (B)(6) 2016 and the patient reported that she woke up completely pain free and she has not woken up pain free in nearly 3 years. She associated pain to essure. No additional information was provided. Follow-up received on 14-apr-2016: despite of follow-up attempts, no response was received. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who became pregnant after essure (fallopian tube occlusion insert) insertion. The pregnancy was terminated. After this procedure, the patient was told she had only one essure device and not two essure devices. According to follow up information, the patient had the both tubes removed and woke up completely pain free. These events are listed in essure's reference safety information. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance which included failure to return for the essure confirmation test. In this particular case, the patient did not have the confirmation test. Additionally, she had only one essure device (unclear if device was dislocated or if only one essure was placed). This event in association with patient's noncompliance could be alternative explanations for the essure failure (pregnancy). However, since the exact mechanism of the events is unknown, causality with the suspect insert cannot be excluded. Considering pelvic pain may occur with essure use and the fact that she recovered from the event soon after the devices removal (positive dechallenge), causality with suspect insert cannot be excluded. This case was regarded as an incident, since a surgical intervention was required. Product technical analysis is being sought.

Manufacturer narrative:
Follow up 04-apr-2016: physician's contact information was updated. No additional information was provided. Follow up 05-apr-2016 and 06-apr-2016: follow up information was received from physician and from patient. Physician reported only one device seen on ultrasound. Patient decided to have tubes removed on (B)(6) 2016 and the patient reported that she woke up completely pain free and she has not woken up pain free in nearly 3 years. She associated pain to essure. No additional information was provided. Follow-up received on 14-apr-2016: despite of follow-up attempts, no response was received. Follow-up received on 21-apr-2016 - quality-safety evaluation of ptc: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Company causality comment: this medically confirmed, spontaneous case report refers to a (b)(46 female patient who became pregnant after essure (fallopian tube occlusion insert) insertion. The pregnancy was terminated. After this procedure, the patient was told she had only one essure device and not two essure devices. According to follow up information, the patient had the both tubes removed and woke up completely pain free. These events are listed in essure's reference safety information. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance which included failure to return for the essure confirmation test. In this particular case, the patient did not have the confirmation test. Additionally, she had only one essure device (unclear if device was dislocated or if only one essure was placed). This event in association with patient's noncompliance could be alternative explanations for the essure failure (pregnancy). However, since the exact mechanism of the events is unknown, causality with the suspect insert cannot be excluded. Considering pelvic pain may occur with essure use and the fact that she recovered from the event soon after the devices removal (positive dechallenge), causality with suspect insert cannot be excluded. This case was regarded as an incident, since a surgical intervention was required. Based on the available information no product quality defect was confirmed.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('she has only one essure device and not two essure devices / essure coils could not be visualized'), pelvic pain ('pain / severe pain / chronic pelvic pain') and pregnancy with contraceptive device ('pregnancy') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "hsg was not done". On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), heavy menstrual bleeding ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), dyspareunia ("pain during intercourse") and fatigue ("chronic fatigue"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation and pregnancy with contraceptive device outcome was unknown and the pelvic pain, pelvic discomfort, heavy menstrual bleeding, back pain, abdominal pain, abdominal distension, dyspareunia and fatigue had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter provided no causality assessment for device dislocation and pregnancy with contraceptive device with essure. The reporter considered abdominal distension, abdominal pain, back pain, dyspareunia, fatigue, heavy menstrual bleeding, pelvic discomfort and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: only one device seen. Most recent follow-up information incorporated above includes: on 29-apr-2021: mr received. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.